Event description:
As reported to cook: the initial point of entry for the procedure was the right sfa. The hub came out of the product and the sheath unraveled. The distal end did not move while they were trying to remove the product through the right sfa. The wire remained in the right groin and completely unraveled. The remaining wire had to be removed by an incision made on the left sfa. This was the first occurrence with this product in their lab. There was no injury to the pt.

Manufacturer narrative:
(B)(4). Quality control flexor sheath tubing, in-process inspection/incoming vendor inspection, requires 100% inspection to insure correct inside diameter and outside diameter of tubing, insure material is free from surface defects, bumps, bulges and protruding coils between 5 mm proximal from proximal end of coil and 2 mm distal from distal end of the coil (2.5 cm distal for 18 f, 20 f, 22 f, and 24 f), and flexor check-flo ii introducer, final inspection, to confirm surface of sheath is free of excessive dents, bumps or scratches. In addition, the instructions for use (IFU), cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight" as well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." It is feasible that reintroduction of the dilator prior to withdrawal may help to avoid damaging the sheath, especially in cases where scarred/diseased anatomy is present; however, such actions could not be confirmed from physician's statements of the event. Additionally, iso standard (B)(4) requires a minimum break force of 3.37 lb for sheaths 5.0fr and larger, which has been confirmed through design verification testing. The appropriate internal personnel have been noticed and we are continuing to monitor for similar complaints.